Event description:
Additional information was received that the patient underwent lead replacement due to the high impedance. Because of high impedance, the device was turned off then it waited to replace the lead in (B)(6) 2014. The old lead was discarded.

Event description:
During review of programming and diagnostic history, high lead impedance was found on patient vns system. The generator was switched temporarily switched off. Review of the available programming and diagnostic history showed normal diagnostic results through 11/19/2013. Attempts for additional relevant information have been unsuccessful to date.